Manufacturer narrative:
(B)(4). Evaluation, method : work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens but the lens went into the eye upside down. The lens was removed through the initial incision and upon removal, the lens was noted to be torn. There was no patient injury and the back up lens was implanted.